Event description:
This report is based on information provided by a philips field service engineer and schiller (equipment manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device failed the pacing test during preventative maintenance.